Manufacturer narrative:
Patient information is not available for reporting. Date of event: date of postoperative screw breakage is unknown. Implanted, explanted date: unknown. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that post-operatively it was detected that a locking screw broke. The implant removal surgery was performed on an unknown date. No other information is provided for reporting. Concomitant devices reported: neck fix plate 1-ho tan (part # 04.168.000, lot # unknown, quantity 1), neck fix bolt l95 tan (part # 04.168.295, lot # unknown, quantity 1), neck fix anti-rotation scr l95 tan (part # 04.168.495, lot # unknown, quantity 1). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: device available for evaluation. The incorrect date received by MFR was inadvertently utilized in previous initial medwatch ((B)(4)). The correct date is 2/27/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device has been received at the final destination. The review of the device history record revealed that this implant was manufactured in march 2017 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. Review of raw material certificate indicates that material conforms to specifications. Device history lot part number: 413.340, synthes lot number: l363440, release to warehouse date: 23 march 2017, manufacturing site: (B)(4). Lot l363440 was manufactured from blank 413.340.999, lot 1954361. Release to warehouse: 28 july 2016, supplier: (B)(4), the material release certificate was reviewed; no ncrs were documented. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation summary: the investigation has shown that the locking screw is broken. The breakage occurred just below the screw head. The broken off screw head was not returned for investigation. The anodization layer is removed and screw threads are damaged at screw neck and screw shaft. The relevant dimensions could not be verified due to the damage incurred. However, the measurement of the screw shaft outer diameter has shown that the dimension is in accordance with the technical drawing. The exact cause of failure cannot be determined. The investigation found no manufacturing related issues that would have contributed to this complaint condition. The issue reported is adequately addressed in the applicable risk management document. No design flaws could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.